Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements greater than 2100ohms in the right ventricular (rv) channel which resulted in a lead safety switch. It was noted that the patient was externally shocked last september due to electronic work he performed, and they wanted to know if that was the cause. Technical services (ts) discussed there was an out-of-range episode that had occurred prior to that incident. Ts noted that the rv lead is non-boston scientific and that it was likely spring contact behavior. Ts was consulted and recommended considering split configuration for unipolar pacing and bipolar sensing and recommended to continue to monitor. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements greater than 2100ohms in the right ventricular (rv) channel which resulted in a lead safety switch. It was noted that the patient was externally shocked last september due to electronic work he performed, and they wanted to know if that was the cause. Technical services (ts) discussed there was an out of range episode that had occurred prior to that incident. Ts noted that the rv lead is non boston scientific and that it was likely spring contact behavior. Ts was consulted and recommended considering split configuration for unipolar pacing and bipolar sensing, and recommended to continue to monitor. This pacemaker remains in service. No adverse patient effects were reported.